Event description:
During aneurysm coiling, resistance was felt between an sl10 microcatheter and an orbit mini complex fill coil (637mf0306/16107143). The physician changed to another sl10 microcatheter, but there was still a lot of resistance felt between the coil and new microcatheter. The procedure was completed with another orbit coil. There were no patient adverse events.

Manufacturer narrative:
(B)(6). It is anticipated that the device will be returned, but the device has not yet been received. Information regarding gender, weight, age, and medications were not provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received on january 13, 2014. The procedure was coil embolization of the anterior communicating artery. A continuous flush had been maintained through the microcatheter and the microcatheter was not damaged and had not been reshaped. The actual coil did not appear damaged in any way. The procedure was delayed 45 minutes due to the event. The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during coil embolization of an anterior communicating artery aneurysm, resistance was felt between an sl10 microcatheter and an orbit mini complex fill coil (637mf0306/16107143). The physician changed to another sl10 microcatheter, but there was still a lot of resistance felt between the coil and new microcatheter. The procedure was completed with another orbit coil. It was reported that a continuous flush had been maintained through the microcatheter, and the microcatheter was not damaged and had not been reshaped. The actual coil did not appear damaged in any way. The procedure was delayed 45 minutes due to the event; however, there were no patient adverse events. The device was returned for analysis. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. The support, gripper and the embolic oil were inside of the introducer. The gripper was found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. A lab sample microcatheter was flushed using a lab sample syringe (nipro) and the received orbit device was introduced into the lab sample microcatheter. It advanced smoothly until the microcatheter's distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 16107143 presented no issues during the manufacturing process that can be related to the reported complaint. The resistance was not confirmed during functional testing. The root cause could not be confirmed; however, since the coil was able to advance without resistance through the lab sample microcatheter, the issue may have been related to the microcatheter that was not returned for analysis. The coil stretching occurred during post-procedural handling of the device, since it was reported that the device was not damaged during the procedure. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this type of failure from leaving from the manufacturing facility. Therefore, no corrective action will be taken at this time.